Event description:
Philips received a complaint on the intellivue mx850 patient monitor indicating the system does not generate an alarm for interruption of cable connection to the system. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips product support engineer (pse) went onsite to evaluate the device in question. The pse indicated during an evaluation that there was no device problem detected. The pse confirmed would like to use a dedicated driver for better mapping of alarm texts, with the open interface technical alarm is present and the connection is lost. The pse confirmed after a factory reset and the system being reconfigured as the customer requested that the open interface is working as indented. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The philips field service engineer (fse) confirmed and resolved the system issue by conducting a factory reset and the system being reconfigured. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
A dedicated ec5 #245 was offered to a customer for connection with the hamilton ventilator. During the testing phase, it was discovered that there is no alarm in case of disconnection with the ventilator.